Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency room after receiving shocks. A review of the device data identified elevated threshold measurements on the right ventricular (rv) channel with noise that is intermittently being oversensed resulting in some pacing inhibition. Additionally, there is noise on the atrial channel that is consistent with minute ventilation (mv) sensor artifact. Atrial pacing impedance measurements have been fluctuating but no measurements have been out of range. A boston scientific technical services consultant recommended programming rate response trend (rrt) off and to assess both leads. No adverse patient effects were reported.